Event description:
It was reported the physician placed a trial lead during a procedure which exhibited invalid impedances on all contacts intraoperatively. The physician removed the lead and used a new lead to complete the procedure. It was reported the issue extended the procedure for about 10 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.